Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10864. It was reported that a perforation with subsequent pericardial effusion and tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used with a 24mm watchman ® laa closure device & delivery system. Prior to the device being implanted, the laa was perforated resulting in pericardial effusion with tamponade. Pericardiocentesis was performed and a liter of blood was drained. The patient underwent surgery. No additional patient complications were reported and the patient was doing well post-surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the perforation occurred prior to the closure device being deployed. The watchman ® laa closure device & delivery system was being advanced with contrast and it was seen that the contrast was filling the pericardial space. The physician decided to proceed and deploy the closure device to slow the effusion. The device was released and the watchman® access system and core wire were pulled back to the right side of the heart when protamine was administered. During surgery, the closure device was removed and the surgeon placed a clip on the laa.